Event description:
It was reported that left ventricular (lv) lead was found to be not capturing at max output. The lead was capped and replaced. It was also noted the device had reached elective replacement indicator (eri) in less than 4 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 8042b ipg, implanted: (B)(6) 2010; 5076-45 lead, implanted: (B)(6) 2003. (B)(4).